Event description:
Technician found that the caster would swivel while in the brake mode.

Manufacturer narrative:
Technician found that the caster teeth were worn. Tech replaced brake casters to resolve.